Event description:
It was reported the sjm representative was unable to elicit a consistent magnet response on the ipg despite several orientation angles and speeds. There is no additional information at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.